Event description:
It was reported that; upon completion of putting a cage it was noticed on final x-ray that blades were bent. A pilot cutter was used for each blade and the blades still bent. Two blades were bent. Patient seemed to have hard bone. As of now I haven't heard of any issues for the patient.

Manufacturer narrative:
Method: device not returned; results: no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker. Conclusion: since the complaint devices are still implanted in the patient, the root cause could not be determined conclusively.

Event description:
It was reported that; upon completion of putting a cage it was noticed on final x-ray that blades were bent. A pilot cutter was used for each blade and the blades still bent. Two blades were bent. Patient seemed to have hard bone. As of now I haven't heard of any issues for the patient.